Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 2.25mm x 12mm nc emerge balloon catheter was advanced for pre-dilation together with a non-bsc product. However, during the first inflation at 10 atmospheres for 10 seconds, both devices were ruptured. The devices were removed, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.